Event description:
According to the reporter, during use, it was noted that the catheter suture wings was detached (prolapsed). The ring of the suture wing failed but not damaged (broken) and the stitches held. The catheter moved out of place due to securement wing issue and it was secured with tape to maintained in place. The device was not used successfully. The device was not repaired and there was no leak. There was no cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with iodophor disinfection prior to product placement. Nothing unusual observed on the device prior to use. No other products being utilized with the device and no other defects/damages found on the product aside from detachment of suture wings. There were no unnecessary movements and no other factor/s such as clothing that might contributed to the event. There was no blood loss and no blood transfusion required. It was also stated that since the old wing has failed, the device was replaced and a new catheter was used to resolve the issue and as the medical intervention/treatment done. The procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, it was noted that the catheter suture wings was detached (prolapsed). The ring of the suture wing failed but not damaged (broken) and the stitches held. The catheter moved out of place due to securement wing issue and it wassecured with tape to maintained in place. The device was not repaired and there was no leak. There was no cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with iodophor disinfection prior to product placement. Nothing unusual observed on the device prior to use. No other products being utilized with the device and no other defects/damages found on the product aside from detachment of suture wings. There were no unnecessary movements and no other factor/s such as clothing that might contributed to the event. There was no blood loss and no blood transfusion required. It was also stated that since the old wing has failed, the device was replaced and a new catheter was used to resolve the issue and as the me dical intervention/treatment done. The device was not used successfully but the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Additional info: a1, b5, h3, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, it was noted that the catheter suture wings was detached (prolapsed). The ring of the suture wing failed but not damaged (broken) and the stitches held. The catheter moved out of place due to securement wing issue and it was secured with tape to maintained in place. The device was not repaired and there was no leak. There was no cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with iodophor disinfection prior to product placement. Nothing unusual observed on the device prior to use. No other products being utilized with the device and no other defects/damages found on the product aside from detachment of suture wings. There were no unnecessary movements and no other factor/s such as clothing that might contributed to the event. There was no blood loss and no blood transfusion required. The catheter was re-inserted to resolve the issue and as the medical intervention/treatment done. The device was not used successfully but th e procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the suture wings had detached from the main body of the catheter. It was reported that there was a securement wing issue and there was catheter migration issue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.